Event description:
It was reported that the implant accessory could not be placed in the desired location. It was also reported that the left ventricular lead became dislodged during slitting of guiding catheter. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.